Event description:
It was reported that there was left ventricular (lv) diaphragmatic stimulation and was unable to "program around" and had to "program lv lead off". It was also reported that lv impedance was greater than 3000ohms and a potential lead fracture or connector problem. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.